Event description:
It was reported that during a lobectomy procedure the device cut the tissue and produced an incomplete staple line. It caused an extended or time. There was no consequence to the pt.